Manufacturer narrative:
Product complaint # (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.  Information regarding patient weight, height, medical history, race, and ethnicity was not reported.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿high predictive value of adenosine provocation in predicting atrial fibrillation recurrence after pulmonary vein isolation with visually guided laser balloon compared with radiofrequency ablation¿. 1 female patient with drug-refractory paroxysmal atrial fibrillation experienced pericardial tamponade occurred during the placement of the diagnostic catheter into the coronary sinus, but 4 weeks later a successful pvi with rf was performed. Objective: to evaluate the recurrence rate of atrial arrhythmias at 12 months after vglb vs. Rf and the significance of apt results for the outcome. Method: fifty patients with drug-refractory paroxysmal af were randomized to either rf or vglb ablation in a 1 fashion.